Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 400 mg/dl; however, customer was "unsure" if bg was over 500 mg/dl. Bg was treated with a correction bolus, manual injections and a supply change. System check with tandem technical support indicated that the pump and related supplies were functioning as intended. The customer continued to use the pump for insulin therapy.